Manufacturer narrative:
(B)(4). G2: foreign event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that damaged sterile blister packaging was identified during stock inspection of circulated items. There was no patient involvement. Attempts have been made and no further information has been provided.